Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console displayed unintended vertical lines. Control of pumps and safety sensors remained available through redundant local controls. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Investigation concluded that the failure, the single board computer, was the cause of the observed behavior. The user provided with a replacement device.